Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. The tip is worn from use. A functional evaluation was performed on the returned device and found that plugging in the wand causes a wand end of life error. Using a bypass box, the wand had no issues producing plasma or activating coag. None of the buttons activated on their own in testing. The button covers were removed and found saline ingress on the button board. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include saline/humidity entered the interior of the handle shorting the connection of the buttons. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during arthroscopic acromioplasty, the werewolf flow 90 coblation wand worked perfectly for the first half hour, then self-activated twice while lying unused on the mayo stand. The wand beeped, and the generator showed it was in ablation mode, even though no one was near the hand controls and no foot pedal was in use. After the second activation, the wand was unplugged and re-inserted, but it then displayed a black screen with a red error message. The procedure was completed with a surgical delay of less than 30 minutes using a smith and nephew back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.